Event description:
This lv lead was implanted on (B)(6) 2006. A call to technical services on 11/17/11 states that there are episodes with noise on shock channel and small baseline noise on rv rate/sense. Markers show pvc, vf, vf, vf. One cardiac cycle on shock channel during the second vf marker. No asystole >2seconds. During changeout, md elected to connect the rate/sense of 6949 to the lv port and the lv rate/sense to the rv port. Md asked how device sensing and what vector for shock egm. Rep working with hcp, (B)(6). Off-label use. Rv channel sensing from lv tip to lv ring. Lv channel from rv tip to rv ring. Shock channel distal coil (plugged into df-1 port of device) to can. Possible to see noise on shock channel with pectoral muscle myopotential. Ts asked lead this report reflects information received by FDA in the form of a notification per 803.22 (b)(2).